Event description:
It was reported that he patient was experiencing difficulties with charging their ipg and having to charge more frequently as a result. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced on (B)(6) 2019. Stimulation was reportedly restored postoperatively.